Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. During the procedure, the outer cannula could not be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo has been provided and reviewed. The photo shows three maxcore devices in the open package. In which two devices are in full primed position and one device is in initial position. The labeling information of the devices is shown which was cross verified with the tw details. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the failure to fire could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. During the procedure, the outer cannula could not be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.